Event description:
It was reported that a dissection and hematoma occurred. The target lesion was located in the distal left anterior descending artery. Intravascular ultrasound (ivus) imaging was performed and a 2.75 x 24mm synergy xd drug-eluting stent advanced for treatment of the target lesion. Post implant, stent edge dissection and hematoma were found and covered with a 2.25 x 20mm synergy xd stent. There were no further patient complications.